Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was 663mg/dl. Troubleshooting was performed and the programming was correct. Ran a fixed prime test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.